Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during lca surgery the screw broke when the surgeon tried to fix it into the femur. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the tip of the screw has broken off. Broken pieces was not returned. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.